Event description:
It was reported the epg (external pulse generator) had failed sensing signals. The epg was returned for repair/analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. One diode of the heart lead flex is shorted. Lower case and side bail cover are broken. Upper case is broken and dented. Lead flex cover is contaminated. Side bails are missing.